Event description:
An impella cp device was inserted into the right femoral artery in a 71-year-old female patient with a past medical history of coronary artery disease (cad and renal insufficiency, presenting in heart failure/cardiogenic shock, cardiomyopathy, in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). The following day, the impella was removed with an escalation of therapy to impella 5.5. Upon removal, the common femoral artery lost vascular flow. The vascular surgeon was unsure if there was vessel damage from the impella or it was related to the perclose post-closure. It was noted that the impella stick was near the epigastric artery. The patient required a vascular cut-down graft instead of a common femoral/iliac artery. The post-procedure outcome is survived at explant. The impella functioned at p-9 at 3.8l/min as intended. Vascular injury may be influenced by device-related, patient-specific factors or user technique.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Ppae(vascular dissection): the root cause of the injury was not determined due to insufficient clinical details. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).